Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the remaining volume in the container has varied between 5ml - 100ml. There was no information on patient involvement. Although requested, further information was not provided.

Event description:
It was reported that the remaining volume in the container has varied between 5ml - 100ml. Bd later learned after an onsite visit the following information on 5 may 2026. It was unclear if these were primary or secondary infusions, but the customer thinks they were likely primary infusions. There was no patient harm in any of the mentioned events. The vp patient care services mentioned that they are aware of the devices needing to be as close to patient heart level as possible and on several occasions have gone to the patient care rooms to lower the devices on the IV poles. They also mentioned there are several tall nurses, who will raise the pumps on the IV poles, and felt this may have been a possible contributing factor with the under infusions.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information correction: describe event or problem additional information: imdrf annex e, f codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.